Event description:
It was reported that during a lap appendectomy procedure, the instrument was positioned and when surgeon removed from site, it had not cut tissue and had malformed staples. Another reload was opened. Repeated same steps with same outcome as the first. A different instrument was used and also had malformed staples. Staples were cut out of pt. Pt opened (laparotomy) and surgery increased by 3 hours.